Manufacturer narrative:
On 23-mar-2022, mentor received additional information about the event: the patient identifier is (B)(6). The patient had both of her breast prostheses explanted and they were replaced with unspecified breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 350cc gel breast prosthesis developed baker grade IV capsular contracture in her right breast post implantation. The capsular contracture was diagnosed during an office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 16-feb-2022, mentor received additional information about the event. The patient underwent explantation on (B)(6) 2022. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).